Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and the implantable cardiac monitor was explanted on (B)(6) 2018. The patient was stable before, during, and after.

Event description:
New information received states that the infection was not related to the device but it was due to implant closure procedure.

Event description:
New information received states that the infection was discovered when the patient presented in clinic for routine follow up.